Event description:
The clinic reported that the blood line separated from the arterial dialyzer and that the blood could not be returned to the pt. The clinic also reported that no medical intervention was required. Repeated attempts at follow-up with the clinic yielded no relevant pt info, nor any info pertaining to the amount of blood loss, if any. Although the co was unable to verify any info, based on the description of the incident, the co determined this to be a MDR reportable event.